Manufacturer narrative:
(B)(4).

Event description:
Reportedly a patient presented with extreme pruritus while treated with a polyflux 170h dialyzer, necessitating medical intervention and early treatment discontinuation. The patient was treated with intravenous (IV) cortisone, fenistil and ranitidin, but did not improve. The treatment was then re-started with a new dialyzer and the therapy was able to continue without any problems. The patient¿s condition was good. No additional information is available.